Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced issues related to dates on the dexcom device. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on confirmation that the patient had a wrong time set on his phone witch seemed to have caused time issues in the app when entering events. Please disregard initial reporting under MFR# 3004753838-2018-99551.